Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for a episode of ventricular tachycardia (vt) due to wavelet. The device eventually detected and treated the arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.